Manufacturer narrative:
The batteries and the old power manager board were returned on 3-feb-2020 and the power supply 2 (ps2) was returned on 5-feb-2020.

Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician observed the voltages across the power supply connections to be out of specification. The power manager board and the batteries that were returned met the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was able to determine through logs that the problem was with the power supply one (ps1). She replaced the ps1 and then let the machine charge overnight. The message appeared the next day so the fsr also replaced the power manager board and the batteries. She determined through the logs that power supply two (ps2) should be replaced as well. She replaced ps2. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'battery cannot be charged, full back up may not be available' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.